Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the front panel unit, and also found that the lamp error e105 occurred on the subject device due to the failure of the led unit. The error e105 caused the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the led unit. The exact cause of the failure of the led unit could not be conclusively determined. However, there was the possibility that it was attributed to influence of the wear of the components and/or accidental failure, because seven years had passed from the subject device had been manufactured and the subject device had never been repaired. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that the front panel display of the subject device blinked and could not be operated. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.